Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the audio bolus button cover was found to be missing from the pump. The audio bolus button response was not tested due to the missing button cover. There was no contamination found under the button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the audio bolus button was under responsive. It was reported that the audio bolus button cover was damaged. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.